Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the following are the potential causes of the malfunction: the hand side of the coil sheath was extended because only the coil sheath was pulled, not the entire insertion portion. The clip could not be detached because the amount of force required to pull the tip of the coil sheath was weakened by the elongation of the coil sheath at the hand side. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use rotating clip fixing device clip's bullet did not detach from the main body when the customer tried to release it from the affected area. The issue occurred during an unknown therapeutic procedure, while the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.